Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient was unable to see as she wished with the right vision set for near. The lens was explanted in a secondary surgery. There was no harm to the patient. Additional information has been requested. There are two medical device reports associated with this event. This is for the right eye.

Manufacturer narrative:
The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. An iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Information was provided, that company 19.5 diopter lens model was exchanged for a non-company 14.0 diopter lens model. Additional information was provided by a facility representative, that the lens was exchanged, due to the patient being unable to see as desired with left vision set for near. The representative reported, there was no patient harm. And the patient's issues resolved with implantation of the replacement lens. The manufacturer internal reference number is: (B)(4).